Event description:
The customer reported that while the iabp was in use on a patient, they accidentally spilled saline on the unit. The iabp generated an electrical test failure code #50 (motor speed out of specification) alarm. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative found liquid residue (saline) on the front end board and motor control board. He was able to clean the front end board, but had to replace the motor control board p/n 0671-00-0004). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).